Event description:
It was reported to olympus, that the evis exera iii video system center power button was stuck inside the unit and it was constantly on when it was plugged in. The issue was found during inspection for use. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was lint/dust accumulation on the video connector pins and the software needed to upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty power switch. Olympus will continue to monitor field performance for this device.